Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely the phenomenon occurred due to the wrong handling methods of the customer or due to aging deterioration. As to damage, the reported phenomena might be prevented by following these descriptions in the then instruction manual (revision 25) which states: ¿do not apply excessive force to or bend the distal end of the endoscope. Instrument damage may occur.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed; however, sporadic occurrence is likely. In addition to the reportable malfunction, the following were noted: the indication on the grip was peeled; the electrical connector had wear; the acoustic lens was damaged; the distal end was deformed; due to the adhesive peeling around the bending tube, the connection between the bending section and distal end was detached; due to the deformation of the connector tube, the connection between the bending section and connecting tube was not secured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope had no image. The issue was found before or during the examination, however the customer could not say exactly. There were no reports of patient harm.